Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently a minimum fill notification occurred after the user filled the cartridge with 150 units of insulin during the load sequence with multiple cartridges. Customer continued to use the cartridge for insulin therapy. Customer¿s blood glucose level was in the range of 240-350 mg/dl.